Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224vrc implantable cardioverter defibrillator, (B)(6) 2009; 6937a-58 implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead warning was triggered by high superior vena cava (svc) impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead warning was triggered by high superior vena cava (svc) impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The type of reportable event was inadvertently submitted as a death when it should have been a malfunction.